Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported broken handle. Analysis also found the stylus was damaged; there was no cursor on the touch screen using this stylus (not able to select using the stylus). The keyboard and latch tab of the media bay door were broken. The system fan was noisy. Concomitant medical products: product ID r2290 analyzer. (B)(4).

Event description:
It was reported that the programmer handle was broken. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.